Event description:
The customer changed patient data after the treatment fields and plan were confirmed. It was reported that these changes were saved without prompting the user for another confirmation. We are unaware of any injury associated with this issue. However, the potential for mistreatment exists if the user accidentally changes the patient data and it is not noted by the user prior to administering the actual treatment.